Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited no capture, undersensing, and the lead was later confirmed to be dislodged. As a result the patient experienced inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.